Event description:
It was reported that a nurse was receiving a "new application not installed" error message when she tried to use the handheld. She was unable to resolve the issue through routine troubleshooting. The handheld device was returned to the MFR for analysis and no anomalies were observed during the evaluation process. As a result, no likely cause for the reported condition could be determined.